Event description:
Patient had left heart catheterization, coronary angiogram, insertion of swan-ganz and balloon pump. Difficulty advancing the swan and when removal was attempted, the balloon was dislodged. The problem did not occur with initial insertion. It was felt that it happened because there was difficulty and too much pressure was used. Further, the physician did not deflate the balloon before pulling it back. Tried to snare balloon, but unsuccessful. Ivc filter placed instead. It is planned that the balloon will be removed once the patient improves and becomes stronger.